Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The tortuous target lesion was located in the left anterior descending artery(lad). A guidezilla" guide extension catheter was selected for use due to a difficult access. During procedure, upon retrieving the device, it was noted that the device broke from the collar inside the guide catheter. The physician successfully retrieved the broken assembly by pulling out the entire guide and finished the case. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. The tortuous target lesion was located in the left anterior descending artery(lad). A guidezilla guide extension catheter was selected for use due to a difficult access. During procedure, upon retrieving the device, it was noted that the device broke from the collar inside the guide catheter. The physician successfully retrieved the broken assembly by pulling out the entire guide and finished the case. There were no patient complications reported and the patient's condition was stable.